Event description:
A systems operator reports the laser stopped firing during a procedure. The procedure was completed and the surgeon stated, the pt was not harmed or injured by this event.

Manufacturer narrative:
During the on site investigation, the territory manager (tm) performed same day surgery tests and four test surgeries and was unable to duplicate the laser not firing issue. The tm replaced the footswitch as a preventative measure and performed a system verification to spec. The surgery database was reviewed by quality engineering and the event was verified as reported. Returned part eval is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).